Event description:
Davinci vessel sealer instrument opened and connected to davinci synchroseal power tower. When surgeon grasped tissue with the instrument, an error code appeared saying there was insufficient tissue between the jaws and the instrument wouldn't fire. Synchroseal restarted with no improvement. Davinci rep, (B)(4), present during incident. Recommended to discard instrument and open a new one. New vessel sealer opened and connected- worked normally. Original instrument taken off field. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). She replaced the instrument.